Event description:
Confirmed no pt harm the cath was removed without incident. However very close to breaking off. This occurred during a stroke activation it was the micro cath that broke no rfb (retained foreign body).